Event description:
During an atrial fibrillation ablation procedure, a foreign body was noted by fluoroscopy in the left atrium during positioning of a reflexion spiral catheter that was used for mapping of the pulmonary veins. Noise was noted on electrode 19-20 on the polygraph. After many attempts this foreign body was removed using an agilis steerable introducer. During a check on the operative table, the physician noted it was the tenth electrode from the reflexion spiral catheter. The procedure was successfully competed without complications for the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.